Manufacturer narrative:
(B)(4). No further information is available. If the sample or evaluation results become available, a follow up report will be submitted.

Event description:
Baxter (B)(4) recieved a report that a crack was found on the tubing and leakage was observed.there was no patient injury or medical intervention.